Event description:
Rv lead noise warning on (B)(6) 2020. Rv lead integrity warning on (B)(6) 2020. Rv bipolar lead impedance warning on (B)(6) 2020. Oversensing of artifact/noise on rv lead. Atrial oversensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).